Event description:
The customer's spouse reported that the customer was unable to obtain a reading on the meter. The customer was taken to the hospital with a blood glucose level of 41mg/dl and given sodium chloride solution to increase their blood glucose to 80mg/dl.